Event description:
It was reported right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that this rv lead exhibited high pacing threshold.